Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The sheath was inspected, and visual analysis revealed that hemostatic valve was dislodged and deformed inside of the hub. The brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and obstruction, however this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that after opening the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small they tried to insert a dilator but they could not get it in. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. After that, the procedure was continued. There were no patient consequences. The customer¿s reported obstructed sheath issue is not MDR reportable. Since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the device was inspected and found the hemostatic valve dislodged inside the hub. Brim cap and friction ring remain intact. These findings were reviewed and determined the hemostatic valve dislodgement (separation) is an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on (B)(6) 2021 and reassessed it as MDR reportable.